Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had site issues. Customer's blood glucose was 195 mg/dl. The customer stated the site show signs of infection. The sign of infections are as follows, red swollen and grew a bubble. The customer has had infection for 4 months. The customer does wash hands prior to set changes. Customer does clean site prior to set change. The customer current site doesn't show signs of infection. The customer stated site infection are not recurrent. The customer was advised to consult doctor regarding use of topical antibiotics. Customer did have surgery on the cyst in (B)(6) and the infection started in december.